Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was observed by a zoll approved service provider during initial testing; after disassembling the device to determine root cause, the report was not duplicated. The pace/defib (pd) engine will be replaced as a precaution. The device will be recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "defib fault 72" and "defib fault 95" messages. Complainant indicated that there was no patient involvement in the reported malfunction.